Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having atrial fibrillations, headaches, dizziness and lightheaded while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged light-headed, dizziness, and atrial fibrillations. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed the following from an external and internal inspection: the modem flip lid door was missing. Unknown white dust-like contamination at the air inlet of the blower box. Potential water/fluid spots in the air inlet of the blower box, indicating potential water ingress. Light dust-like contamination on top of the blower motor and the blower motor seal. Tiny unknown black (inconsistent with degraded sound abatement foam) and white specks of contamination on the bottom the blower box. Also, a few tiny pieces of potential hair or fiber in the bottom of the blower box. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Pil was unable to get care orchestrator information from device. Review of the device log showed: -errors logged: 1 error was logged. -quantity of 1 error #193 (err_usb_host_no_device) level - continue rationale - the CPAP device had a valid connection to a usb-serial device on the accessory module (for pulse oximetry function), but the connection was lost and could not be recovered. Not applicable for serial accessory module. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.